Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with moisture damage, minor scratched display window, cracked case window corners, battery tube threads.

Event description:
Customer reports that numbers on insulin pump was scrolling as if insulin was being delivered. Customer removed batteries longer than the allotted time of ten minutes, and customer received a battery out limit alarm. Customer states that she was not able to clear alarm due to buttons not responding. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.